Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is date reported as "(B)(6) 2020." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc meter turns on with a button but turns off with test strips. On (B)(6) 2020 to (B)(6) 2020, the customer experienced symptoms of "sweating- white" and was unable to treat themselves. The customer was treated by a non-hcp with sugar water for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter was reviewed. The dhrs showed the freestyle precision neo meter passed all tests prior to release. The DHR for the precision strips was reviewed, and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performedthis also serves as a correction report. Section d-1 (brand name) was incorrectly documented in the initial MDR 30 day report. Section d-1 has been updated.

Event description:
A caregiver reported the adc meter turns on with a button but turns off with test strips. On (B)(6) 2020, the customer experienced symptoms of "sweating- white" and was unable to treat themselves. The customer was treated by a non-hcp with sugar water for hypoglycemia. There was no report of death or permanent injury associated with this event.